Event description:
The customer reported that the sys intermittently failed to boot up to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply was evaluated and confirmed to be operating at the correct voltage. Workstation pcb connections were also reseated during the svc event. The system was tested and found to be working as intended and returned to service.